Event description:
It was reported that the patient's implantable neurostimulator battery voltage status was "low." The battery longevity calculation indicated 2.2 months. The therapy impedance was 849 ohms, with 24 amps current, and the therapy set at 1.5 volts. It was later reported that the patient had no related symptoms. It was noted that the patient's restless leg syndrome worsened. The patient's stimulation did not change. The patient continued to receive comfortable therapeutic coverage in the right lower back and the right leg. Impedance readings showed that lead contact 1 was high, but all other contacts were within normal limits. The patient's stimulation program did not use lead contact 1, however. It was suggested that the low battery appeared to be due to normal battery depletion. The patient was to have the neurostimulator replaced, but no date was scheduled as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).